Event description:
Knee infection, pain. Info was rec'd in june and 7/2002 from a pt with a history of bilateral knee osteoarthritis. The pt has previously rec'd two series of bilateral synvisc injections with success. The pt rec'd their third series of bilateral synvisc injections in 2002. Approximately 2-3 days after the last injection, the pt began to experience swelling and discomfort in their knees. Rest, evevation, and ice had not relieved the symptoms; and the pt reported using crutches in order to walk. On an unspecified date, the pt reported their left knee became infected and had caused "severe" pain. The pt reported they were hospitalized, had an unspecified surgery, and was undergoing physical therapy. A quality assurance investigation was performed on synvisc release data, which included intermediate product, from both u.s. And canadian facilities. The review indicated that no abnormal trends were associated with any product complaints.